Manufacturer narrative:
(B)(6). . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in the (B)(6) who received unknown baclofen (dose and concentration not provided) via an implantable pump. The model and serial were not known. It was reported that the baclofen pump was providing very significant relief. However, the patient kept developing recurrent seromas which have required drainage a couple of times as they were ¿of quite a size¿. The exact event date was not known. The hcp was reluctant to keep aspirating/opening and draining for ¿obvious¿ reasons. It was reported that it was not known what action taken to drain the seromas. It was reported that there were ¿none obvious known¿ contributing factors that could have led to the seromas. The hcp remembered they used to implant the pumps in an ¿impregnated pouch¿ and inquired if these were still available. As reported, ¿a long shot I know but the only alternative is recurrent drainage, removal or maybe implant beneath rectus sheath¿. There was inquiry of other suggestions. It was further reported that the hcp thinks that it may help if the pump in the pocket was stabilized and has ordered a pouch and as yet is awaiting a date to list the patient. The pump remained implanted and will not be replaced/removed at this time. No further complications were reported/anticipated.